Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, voids, bubbles. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture and desire to have her current textured implant replaced with a smooth-walled implant.

Event description:
Healthcare professional reported "right breast pain related to localized capsular contracture," baker grade unknown, "point tenderness of the right lateral chest wall possible related to nerve entrapment by scar tissue," and "desire to have her current textured implant replaced with a smooth-walled implant." Device has been explanted. This record is for the right side.